Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she did not use her insulin pump for while and put new battery and she got a blank display the customer was advised to insert new battery and clean battery compartment with q tip. The patient was advised to monitor the insulin pump and call us back if the issue persists. No further assistance needed.